Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that there was myopotential oversensing noted on the device. Noise could not be reproduced with isometrics. Programming changes were made. There were no consequences to the patient.